Manufacturer narrative:
H6: codes: updated. No product or photos were returned; therefore, no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when using the pressure sensor to monitor the pressure, blood pressure fluctuates rapidly after connecting the lead wire. The same problem occurs after replacing the lead wire several times. After replacing other pressure sensors, the blood pressure shows normal. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.